Event description:
It was reported that the leads have been implanted since (B)(6) 2005. Impedances have been stable until (B)(6) of this year. Now both the atrial and ventricular impedences have variability and high values on the trending. Also reported was one ventricular high rate episode in (B)(6) that appeared to be noise. No patient complications have been reported as a result of this event. It was reported that the leads have been implanted since (B)(6) 2005. Impedances have been stable until (B)(6) of this year. Now both the atrial and ventricular impedences have variability and high values on the trending. Also reported was one ventricular high rate episode in (B)(6) that appeared to be noise. No patient complications have been reported as a result of this event..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.